Manufacturer narrative:
The insulin pump alarmed for a button error due to a flattened button dome switch. The insulin pump communicated properly with the transmitter and glucose sensor simulator. No unexpected calibration error alert was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported a button error alarm. The customer also reported calibration error and change sensor alerts. The customer's blood glucose was 96 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back up plan. No add'l info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.